Manufacturer narrative:
More information surrounding the event has been sought. A supplemental medwatch report will be provided when the investigation is finished.

Event description:
It was reported that when checking the suction module of the anesthesia workstation prior to use on a patient, the suction module did not provide any vacuum. There was no patient connected to the anesthesia workstation at the time of the event. (B)(4).

Manufacturer narrative:
The anesthesia workstation including the auxiliary o2 and suction unit was investigated at the hospital by the company field service engineer. The anesthesia workstation including the auxiliary o2 and suction unit was found to be working according to specifications. No cause of the reported leaking sound could be found. The equipment was returned to service. The cause of the reported issue could not be established.

Event description:
(B)(4).